Manufacturer narrative:
(B)(4).

Event description:
A MFR's rep reported that the pt experienced an underdose. The pt exhibited increased baseline spasticity following a catheter access port procedure. A "priming bolus was not completed following dye study." The pt was admitted to the emergency room. No additional info was provided. The medications being delivered via the device system were 500 mcg/ml baclofen at 106.1 mcg/day and 11.6 mg/ml morphine at 2.463 mg/day. Additional info has been requested, a f/u report will be sent if additional info becomes available.